Manufacturer narrative:
On 27 april 2017 the r&d project manager performed a preliminary investigation based on the available pictures and commented as follows: due to the low quality of the pictures sent, it is not possible to determine if the insert is dimensionally in compliance with the specification required, damaged or in such a way plastically deformed. This kind of event could be related to causes that are not led by a faulty device. An initial malpositioning of the implant in the first attempt to snap it into the baseplate, could have caused a plastic deformation of the posterior lip of the insert. The insert can't be then properly snapped into the baseplate during a second attempt. Further analysis will follow if the piece can be sent back to medacta. Batch review performed on 02 may 2017 . Lot 155794: (B)(4) items manufactured and released on 05 february 2016. Expiration date: 2021-01-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 03 may 2017 the r&d project manager performed a visual inspection of the retrieved insert and commented as follows: both the lateral and the medial side of the posterior bottom surface of the insert presents some dents and scratches. The posterior "snapping" tooth of the insert have been plastically deformed and damaged. They looked bended and no more dimensionally in compliance with the specifications required. We can suppose that probably, in the first attempt to fix the insert into the baseplate, the insert was not posteriorly well positioned. In this attempt the insert was pushed distally and posteriorly and was permanently damaged without possibility to be snapped in the following attempts. We can state that the event is not implant related.

Event description:
When inserting the gmk sphere insert flex into the tibial tray, it could not fully fit. The surgeon replaced the insert and the surgery completed successfully. It is impossible to determine whether this event was caused by technical problems or foreign object intervention or insert deformation.